Event description:
Nurse observed low oxygen saturation readings on pt monitor. Pt would not arouse to deep stimuli. Morphine was being delivered by a pca pump. Upon removal, the pump read 42 deliveries and 487 attempts and read a malfunction code.